Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with heavy calcification. Pre-dilatation was performed using a 3.25 mm nc trek balloon catheter. A 3.0x23 mm vision rx coronary stent system (css) was advanced but failed to cross due to patient anatomy. The mid catheter shaft kinked, remained in one piece and was simply withdrawn from the patient anatomy. A non-abbott guide catheter extension was placed and a 2.75x23 mm vision rx css was inserted with difficulty into the guide catheter extension. The css was advanced, got caught inside the non-abbott guide catheter extension and, after pushing, the shaft kinked but remained in one piece. The css was removed and it was noted that the proximal struts were flared. A same size vision rx was used to successfully treat the lesion. Reportedly, the patient suffered a temporary cardiac arrest due to the non-abbott guide catheter extension becoming occlusive in the artery. The clinical situation resolved as soon as the new vision stent was implanted giving flow to the artery. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the reported difficult to remove could not be replicated in a testing environment due to the condition of the returned device.

Manufacturer narrative:
(B)(4). The device was returned and the reported stent damage and kinked shaft were confirmed. The reported difficult to insert and difficult to position could not be replicated in a testing environment due to the condition of the returned device. The reported difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties and the reported treatments appear to be related to the circumstances of the procedure. A conclusive cause for the reported patient effects cannot be determined. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents. It should be noted that the multi-link vision rapid exchange css instructions for use states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Failure to follow these steps and / or applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. In addition, it was reported that the patient experienced cardiac arrest and an occlusion. The reported patient effect of occlusion, as listed in the multi-link vision rapid exchange (rx) and over the wire (otw) coronary stent systems (css), international, instructions for use (IFU) is a known patient effect that may be associated with coronary stenting. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch, additional reported information indicates that the cardiac arrest was due to the prolonged stay of the catheter extension that occluded the coronary. And the delay in procedure was due to the resistance between the 2.75x23mm rx vision and guide catheter extension. No additional information was provided.